Event description:
It was reported that the patient had a previous bowel surgery and the artificial urinary sphincter (aus) cuff that was previously placed was damaged during catheterization. The previous aus cuff was removed at an unknown facility on an unspecified date. The current surgery was a scheduled surgery to replace the previously removed aus cuff. There were no patient complications.